Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found a stent strut was damaged and lifted upwards from the stent profile on the 4th row from the proximal edge of the stent. It is likely the crimped stent may have encountered resistance & damage during advancing and subsequent withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 10-mar-2015. It was reported that crossing difficulties occurred.   Vascular access was obtained via the femoral artery. The 95% stenosed, 32 x3.00 mm, eccentric, de novo target lesion was located in the moderately calcified left anterior descending (lad) artery. After pre-dilation was performed using a 2.5 mm balloon catheter, a 3.00x38mm promus element ¿ long stent was advanced to treat the lesion; however, the device was unable to cross the lesion. The procedure was completed with a 3 x 38 mm non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.